Event description:
It was reported that pacing percentage data was not being collected because the implant detect feature was still on. The feature was turned off manually and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor implantable pacing leads x2. (B)(4).